Event description:
The surgeon reported that during I/a, the footswitch would not respond. Irrigation was not available. The anterior chamber fluctuated and a choroidal hemorrhage occurred. Additional info received stated the pt was being treated for a macular hole. The system primed and tested fine. No further info is expected.

Manufacturer narrative:
There was no sample returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports. This report was mailed to FDA on: 10/09/2009.